Event description:
It was reported that the doctor placed the filter using the right femoral vein approach. The filter was tilted about 50 degrees upon deployment, with some of the legs crossed. The doctor used a cobra catheter in an attempt to free the legs. The legs did not open. During this procedure, the filter was moved to the right atrium. It was reported that the filter was subsequently removed and the pt is doing well.